Manufacturer narrative:
Investigation conclusion: the reported issue of dim segment in the display was confirmed on 3 out of 4 returned display board assemblies. There was no patient involvement (npi). The returned display board assemblies were tested using a lvp mockup test fixture (B)(4) ) attached to a cad pcu. 3 out of 4 of the boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All three boards exhibited dim segments. One out of four could not be tested due to a channel error noted below. When testing pcb s/n (B)(4), channel error 210.6041 was displayed after powering on the cad pcu attached to the test fixture. This channel error indicates a display failure due to a defective display. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (B)(4)was issued to improve the manufacturing process. Device inspection: the customer returned 4 lvp display board assemblies p/n tc10004754 in one bag. Visual inspection of each board was performed and pcb s/n (B)(4) was observed to have an impact mark on ic u1, seven segment display. No other anomalies were observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations CAPA (B)(4) identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification (B)(4) was issued to improve the manufacturing process. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 10feb2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 06oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the customer is replacing the display board due to a dim segment in the display. There was no patient involvement.